Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture and vessel perforation occurred. The 95% stenosed target lesion was located in the "heavily" calcified and "heavily" tortuous left anterior descending artery. A 1.50mm x 12mm apex push balloon catheter was advanced to the target lesion. The balloon was inflated to 20 atmospheres on the first inflation however it ruptured at 20 atmospheres on the second inflation and a perforation of the artery occurred. The balloon was removed intact out of the patient's body. A 1.5mm x 20mm apex balloon was used to stabilize the artery and the patient was taken to bypass surgery. The patient's status was fairly stable before the surgery.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).